Event description:
It was reported the buttons on the insulin pump was not responding. Customer's blood glucose was 210 mg/dl. Customer's mother stated when a bolus was entered she was not able to get the esc and act buttons to work. Customer's mother stated there were not issues or events that occurred prior to keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.